Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, noise on rv-lead was observed. The physical will decide lead revision at the next follow up. The patient condition is good. No further information is available.

Event description:
New information received notes that the lead was explanted and replaced. Patient was in good condition after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.